Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All alarms functioned properly during testing. The drive support was inspected and no anomaly was noted. The test meter communicated properly to the insulin pump. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
Customer called to report low blood glucose. Blood glucose reading at the time of the call was 106 mg/dl. The customer stated that she fell down when her blood glucose went down to 33 mg/dl. Neighbors saw her fall and helped her by providing candy. Customer was able to drive home after having the candy. The customer's blood glucose reading had gone up past 200 mg/dl by the time she got home. Customer stated the low blood glucose may have been caused by her being more active and losing weight lately. The customer did not want to troubleshoot and requested a replacement insulin pump to be sent. Advised that the insulin pump will be replaced. Nothing further reported.